Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the usb cable broke off inside the pump, causing the usb port to be damaged and unable for the usb port to accept the usb cable for the pump to be charged. The customer continued to use the pump for insulin therapy. There was no impact to customer¿s blood glucose.